Manufacturer narrative:
This information is unknown. Date of event is unknown. The 510k: this report is for an unknown locking compression distal femoral plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, an open reduction internal fixation (orif) was performed to treat femoral supracondylar fractures. A locking compression distal femoral plate (lcp-df) was applied to the fractured area which was temporarily secured by external fixation. On (B)(6) 2018, x-rays showed the lcp-df plate was broken. After confirming bone healing, the surgeon scheduled revision surgery for (B)(6) 2018 to remove the lcp-df plate and implant a non-synthes plate. The surgeon commented that the weight-bearing rehabilitation had been started too early against the large fractured area, which might have put much stress to the lcp-df plate. Concomitant devices are an unknown number of unknown locking screws. This is report 1 of 1 for (B)(4).